Event description:
The patient had withdrawal symptoms in (B)(6) 2015. A dye study was done. On (B)(6) 2015, the patient was taken to surgery; they were unsure what they would find. During the surgery, they found that the catheter had backed out of the intrathecal space. The entire catheter was replaced. The patient¿s dose was cut in half after the catheter replacement procedure. The patient was to remain in the hospital overnight for observation. The device system was delivering bupivacaine and morphine. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).